Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the charger and programmer could no longer communicate with the ipg. It was also reported the pt had not maintained the ipg as recommended. As a result, the ipg was explanted and replaced.